Manufacturer narrative:
Concomitant prod: egia60amt egia60amt egia 60 artic med thick sulu lot # n2e0472y; egia60amt egia60amt egia 60 artic med thick sulu lot # n2e0472y; sigphandle sig power sigphandle handle serial # unknown; sigpshell sig power sigpshell control shell lot # unknown; egia60amt egia60amt egia 60 artic med thick sulu lot # unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic thoracoscopy for a pulmonary resection, when cutting the lung using a powered stapler, the clamp bite lock prior to complete closure resulting in incomplete stapling and causing lesion of panrenchymal tissue during forceps removal. A manual stapler was then used, but the staples did not close. Due to the issues, the procedure was converted into an open thoracotomy procedure. The lung was manually sutured with an application of aerostatic patch. The surgical time was extended for 30 minutes or more.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic thoracoscopy for a pulmonary resection, when cutting the lung using a powered stapler, the stapling stopped before the end of the firing resulting in incomplete stapling. The staples caused lesion of parenchymal tissue. The speed of the stapling was also very low even if the tissue was not too thick. A manual stapler was then used and fired over the previous staple line but the staples did not close and form correctly. Due to the issues, the procedure was converted into an open thoracotomy procedure. Aerostasis patch was used for the lesions which had to be ensured with manual sutures and an absorbable reinforcement felt plate. The surgical time was extended for 1 hour and 30 minutes. The patient¿s hospital stay extended for 1 week. It was stated that the patient experienced a lot of post-operative pain. The patient experienced respiratory depression with a transition to intensive care for 4 days.

Event description:
According to the reporter, on a laparoscopic thoracoscopy for a pulmonary resection, when cutting the lung using a powered stapler, the stapling stopped before the end of the firing resulting in incomplete stapling and causing lesion of panrenchymal tissue. The speed of the stapling was also very low even if the tissue was not too thick. A manual stapler was then used, but the staples did not close and form. Due to the issues, the procedure was converted into an open thoracotomy procedure. Aerostasis patch was used and had to be ensured with manual sutures and a an absorbable reinforcement felt plate. The surgical time was extended for 1 hour and 30 minutes. The patient¿s hospital stay extended for 1 week. It was stated that the patient experienced a lot of post-operative pain. The patient experienced respiratory depression with a transition to intensive care for 4 days.

Manufacturer narrative:
Additional information: a2, a4, b5, d1, d4(model#, catalog#, UDI#), g3, g4, h5, h6, h8. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.